Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat paroxysmal atrial fibrillation a farawave pulse field ablation catheter was selected for use. During the procedure, only one spline did not warp during deployment to flower. The device was replaced, and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis. It was further reported that the patient experienced a mild symptomatic cerebral infarction. During the post-operation recovery, the patient reported double vision. An magnetic resonance imaging scan was performed. No additional intervention was required. The patient had successfully recovered from the event.

Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat paroxysmal atrial fibrillation a farawave pulse field ablation catheter was selected for use. During the procedure, only one spline did not warp during deployment to flower. The device was replaced, and the procedure was completed successfully. No patient complications were reported. The device has been received at boston scientific post market laboratory. It was further reported that the patient experienced a mild symptomatic cerebral infarction. During the post-operation recovery, the patient reported double vision. An magnetic resonance imaging scan was performed. No additional intervention was required. The patient had successfully recovered from the event and was discharged.

Manufacturer narrative:
The device has been received at boston scientific post market laboratory. During product analysis it was noted that one of the splines in the distal cage was still inverted. The known inherent risk of device cause code was selected based on the information provided within the event description. Cerebral vascular accident (cva) is an expected procedural complication addressed within the IFU for the farawave catheter. Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.